Event description:
A coaccess electrode was being used for therapeutic ablation of the liver in 2005. Radiofrequency ablation was performed with a coaccess needle which was reused after sterilization. Following ablation, it was noticed the insulation was peeled off at 5 centimeters from the tip of the needle.